Event description:
During a coronary drug eluting stenting treatment procedure, the catheter fractured inside the vessel. The physician was using a crush technique in the lad/diagonal bifurcation and was unable to cross in the diagonal. When he attempted to pull the taxus express2 2.5x8mm drug eluting stent back, it became hung up on another stent. The catheter fractured and the physician was able to retrieve it with a snare. No pt complications occurred and pt condition was reported to be satisfactory. Additional information was requested and was not available.